Event description:
The customer reported that she was unable to move or close the "extended data" screen on the companion 2 touch screen. She also reported that she was unable to access the menu or make changes. All diagnostic info continued to update. The pt was switched to a backup driver w/o impact. After the pt was switched to a backup driver, the companion 2 driver was turned off and turned on, and full function of the touchscreen was restored. Then the companion 2 driver passed an initial system check. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducting by syncardia, and the results of the investigation will be provided in a supplemental MDR.